Event description:
It was reported that the patient had a drop in hemoglobin and needed units blood. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned the closure device was successfully implanted in the laa of the patient. After the implant procedure was completed it was reported that the patient had a drop in hemoglobin from 13 to 6. The patient was given 2 units of blood. No other complications were reported.